Event description:
The customer reported being in the emergency room with high blood glucose of 800mg/dl. The customer stated that the events leading to the hospitalization was bleeding from the tumor. Troubleshooting was performed. The time, date, and basal rates were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.